Event description:
Procedure performed: ni. Event description: this is an anonymous complaint filed by an unknown reporter via medwatch. Thus, no further information can be obtained. Mw5115212. "Device wasn't sealing properly. Caused more "oozing" in patient." Product is not available for return. Type of intervention: ni. Patient status: no patient injury was reported as a result of the event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any nonconformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine of the reported event was caused by a manufacturing nonconformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # mw5115212.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: ni. This is an anonymous complaint filed by an unknown reporter via medwatch. Thus, no further information can be obtained. Mw5115212. "Device wasn't sealing properly. Caused more "oozing" in patient." Product is not available for return. Type of intervention: ni patient status: no patient injury was reported as a result of the event.